Event description:
It was reported that, dr (B)(6) did the first step of a two step revision on this pt. He put in a #5 127 degree hfx stem, 36 head, and 36 poly with a cement spacer.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information including x-rays and medical records was not made available either. Should additional information become available, the evaluation summary will be submitted in a supplemental report.